Manufacturer narrative:
Product ID, 3986a lot# n239463 serial# implanted: 2010 (B)(6), explanted: product type lead product ID, 3986a lot# n226484 serial# implanted: 2010 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: product type extension. (B)(4).

Event description:
It was reported that the patient was involved in a motor vehicle accident that occurred on (B)(6) 2011 and experienced pain from a "damaged nerve around the lead wire". The patient had revision surgery for the lead on (B)(6) 2012, in which the lead wire was moved to allow the nerve to heal. The patient reported that his stimulator had not been working since the revision, but he could "not describe how the device was not working right". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.